Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and temporarily paused insulin delivery due to concern about excess insulin; review of device data indicated small corrective and basal insulin doses preceding the lows, and the user consumed carbohydrates to treat. Investigation included review of uploaded device data and user follow-up. Investigation of this case revealed hypoglycemia temporally associated with corrective and basal insulin delivery and possible overcorrection with food. Symptoms included shakiness associated with low glucose. Outcomes included self-treatment with oral fast-acting carbohydrates without medical intervention. It was concluded that hypoglycemia occurred with unclear cause, with user education provided on carbohydrate treatment and meal announcements. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.